Manufacturer narrative:
The device and lead remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead stored nonsustained ventricular tachycardia (vt) episodes due to noise that was oversensed. The artifact on the rv and shock channels was mechanical in appearance. It was questioned whether this was due to the active lead making contact with the abandoned lead. Technical services reviewed the episode and discussed getting x-rays to verify lead placement and potential contact. There had been noise dating back since 2011 that was not sensed by the device. It was in (B)(6) 2017 that the noise began being oversensed. A ventricular fibrillation (vf) episode showed the device appropriately detected and treated the arrhythmia, with a large artifact observed on the egms after the shock was delivered that was indicative of lead-on-lead contact or leads rubbing. The integrity of the rv lead was in question. Technical services discussed closer monitoring of the lead using the remote monitoring system. No adverse patient effects were reported.

Manufacturer narrative:
The explanted device and portion of explanted lead were expected to be returned.

Event description:
Boston scientific received additional information about this device and rv lead. More episodes of noise had been stored, with an inappropriate shock reported. A lead extraction procedure was performed. An abandoned rv lead was attempted to be removed first. Extraction was successful up until the distal coil. At this point, the lead broke and only the upper portion could be explanted; the remainder was left in the patient. Next, this current rv lead was prepared for extraction. The laser extraction reached past the proximal coil until the patient's intra-arterial blood pressure decreased rapidly. Transesophageal echocardiography confirmed a pericardial tamponade. A thoracotomy was performed and a heart-lung machine was connected to the patient. However, the patient was declared dead at 17:45. It was noted the lead extraction procedure had started at 11:00.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, only the proximal segment was received, severed 132 mm from the terminal pin. A setscrew mark was noted on the terminal pin. Electrical testing was performed on all the pathways of the lead segment, which confirmed the segment was electrically continuous. No further testing could be performed as the complete lead was not returned.